Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing low amplitude signals with low, out of range pacing impedances. The shock lead impedance is within normal limits but pacing thresholds are high. There is no shock or anti-tachycardia pacing burden. There is no arrhythmia burden beyond some infrequent non-sustained ventricular tachycardia. Various recommendations were suggested. The rv lead remains in service at this time. No adverse patient effects were reported.